Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced two remote arm controller (rac) boards to resolve the issue. The system was verified and ready to use. Both rac boards were returned for failure analysis, and the reported error was confirmed and not replicated. In logs, the error 252/281/307 was found indicating the fault, confirming the fault occurred in the field. Visual inspection, no issues were found that is related to the report issue. The units were installed onto a golden system where was triggered indicating fault on the rac. Then the golden system was set to run 10 minutes sine cycle, 10 power cycles & sitting idle for 3 days. Once testing was completed, the system error logs was inspected, but no error could be identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, site contacted technical support engineer (tse) to report errors 281 and 252. Tse had site do emergency power off (epo) and breaker reset, and the site was able to continue in the case. Furthermore, it was noticed that the logs had a second 281 error and then the system undocked, and power cycled. It was stated that the system faulted 15 minutes later into the surgery. The procedure was converted to laparoscopic with no reported injury.